Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and current blood glucose was 133 mg/dl. Customer also reported that the belt clip was broke. Customer stated that he has encountered 3 reservoirs where the transfer guard gets stuck on top of the reservoir, so he has to pull extra hard to get the guard off, and in this case, the cap of the vial comes off and he loses the use of the reservoir vial as a result. Customer will call back if high blood glucose issue was persist. The device will not be returned for analysis.